Manufacturer narrative:
Device not returned.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the cartridge, needle, and syringe to resolve the issue. Blood glucose was not impacted.